Event description:
The caller reported a cgm error 42 with their g7 sensor. There was no adverse impact to the customer's blood glucose level. Technical support provided a complete pump reset procedure and guided the caller through it, resulting in a successful start of their sensor session, and the error code did not reappear.